Manufacturer narrative:
A revision procedure was scheduled. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that this lead had a high right ventricular (rv) pacing impedance measurement of 2450 ohms. The pacing threshold was also reported to be unstable. A boston scientific technical services (ts) consultant stated there was likely a lead issue. No adverse patient effects were reported.